Manufacturer narrative:
Per device history report (DHR) investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. MFR will continue to trend relating complaints.

Event description:
The event is reported as: complaint description: the surgeon observed unsightly scars three months after a cesarean section was performed, due to the staples not closing correctly. No pt injury reported.